Event description:
Device malfunction: failure to complete thumb advancer stroke. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the star close se device, attempted arteriotomy closure of a femoral artery after a diagnostic procedure. Reportedly, the sheath failed to split completely during advancement of the thumb advancer. It appeared that one of the garage leaves was "dislodged/moved". The safety release button was depressed and the device was removed from the pt anatomy without incident. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The ice is expected to be returned for eval. It has not yet been received.